Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had been on a downward swing since around (B)(6) and they needed to rule out a stroke. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.